Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). The pom part is chemically attacked. The checklist for checking the reprocessing was sent to the customer. The customer uses rinse aid. This is excluded in the material compatibility list because rinse aids attack/leach plastics.

Event description:
It was reported that there was event with a "cannula". According to the information received, the cone is defective/broken. Black plastic gives off a certain substance. Further information is not available.